Manufacturer narrative:
Hamitlon medical ags reference for this event is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: tf431015 due to defective mainboard.